Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient underwent a revision procedure due to pocket discomfort. Upon follow-up, the patient reported difficulty coupling the charger to the ipg. The patient underwent another pocket revision since the battery was in a bad spot due to the skin and tissue. No device malfunction was suspected, and the patient was doing well postoperatively.